Event description:
Heartware left ventricular assist device (lvad) presents with second event hemolysis 6 months post-lvad implant, in the setting of international normalized ratio (inr) 3.4, persantine 75 mg three times a day, and aspirin 325 mg.